Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheters there is a slow retraction of the catheter during installing the device.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheters there is a slow retraction of the catheter during installing the device.

Manufacturer narrative:
Investigation: no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Review of the DHR disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated.